Manufacturer narrative:
The unit was received with a missing retainer ring and reservoir tube o-ring. The unit was also received with a cracked and scratched keypad overlay, minor scratches on the lcd window, and minor scratches on the casing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack in the casing of the customer's insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting determined that the crack was on the reservoir compartment and near the buttons. The drive support cap appeared normal. The customer was unsure as to how the damage occurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.